Event description:
The blue endowrist stapler 45 reload was an incidental return. No allegation was made against this product. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure outcome field was selected in error. The procedure was completed robotically, but the customer used a laparoscopic instrument. The coordinator was not in the case. She was informed that during a sigmoid colectomy procedure, the surgeon had issues with two stapler 45 instruments. The first stapler fired successfully on colon tissue but would not unclamp from the tissue. The assistant had to use the stapler release key to open the jaws and removed the stapler. The customer does not know if the tissue was too thick or if there were any obstruction in the jaws of the stapler. Once the stapler was removed from the patient, the customer could not remove the reload from the stapler jaws. The second stapler 45 was used at this point, but this stapler failed to initialize, and they could not use it. The customer elected to use a third-party stapler for the rest of the case. The procedure was completed with no patient injury. The customer will RMA both staplers. Information regarding patient demographics, relevant testing, and medical history was requested, however the coordinator was only able to report that the patient was a 50-year-old male that weighs 50 kilos.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the blue endowrist stapler 45 reload involved with this complaint and completed the device evaluation. The reload was returned with no reported complaint as a discrepant RMA. The reload was found to have cartridge damage. Upon visual inspection, the reload appeared to be unused and unfired. The knife remains in the knife garage. No damage to the lead screw was observed. Root cause of this failure is attributed to mishandling/misuse. Additional finding not reported by site. The reload was found to have the cover missing and not returned with the reload. This reload was transferred to a failure analysis engineer (fae) for additional investigation. The reload came back with an instrument that had an unclamp failure, and logs show the user never used the stapler release key (srk) while the instrument was on the system but may have attempted to use it while the instrument was removed from the system. The fae confirmed that reload was unfired, and logs support that as well. The reload cartridge has damage adjacent to the tissue bump feature that suggests user may have tried to pry instrument jaws open while instrument was in a partially clamped state. The cover being missing is likely to have occurred after the instrument was removed from the system, as reload does not properly engage to channel without cover. The user likely attempted srk use while instrument was off the system and may have unclamped the jaws enough to be able to remove the reload. It is unclear why the cover was removed.